Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks and perioral with 2.6ml of for juvéderm voluma® xc. Approximately two years and a half later, the patient was injected in the perioral with 1ml juvéderm vollure¿ xc. About a little less than 3 years later, the patient experienced ¿granulomatous reaction to filler site. Culture grew diphtheroids.¿ biopsy was not provided. Ten days later after the symptoms appeared, the patient was treated with vitrase®, clarithromycin, prednisone. Two days later, patient was treated with vitrase® and 5fu. Five days later, patient again was treated with vitrase® and 5fu. Two days later with vitrase®, 5fu and doxycycline. Four days later with augmentin. The next day with vitrase®, 5fu, and k3. The events are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2022-00139 ((B)(6)). This MDR is being submitted for juvéderm® voluma¿ xc.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.